Manufacturer narrative:
The duraseal exact spine sealant system 5ml (206520) was not returned for investigation purposes; therefore, an evaluation of the device could not be performed. However, investigation using 6 pictures provided by the customer was performed as follows: the complaint of gel formation was able to be confirmed with the information and pictures available. However, the root cause is undetermined for both complaints (assembly issue and gel formation) as we are unable to confirm the complaint from the pictures provided and no sample provided. A DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Per the dfmea, potential causes of failure include: performance, solution mixing and coverage & performance, application - gel delivery. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues.

Event description:
A facility reported that duraseal exact spine sealant system 5ml (206520) had a tip problem where it could not be put in totally. When they took apart the applicator, it did mix in one side therefore, it could not be sprayed out successfully. Additionally, the blue syringe turned out to be with gel inside because of the mix with two fluids. There was no patient injury, and delay in surgery is unknown.

Manufacturer narrative:
The duraseal exact spine sealant system 5ml (206520) was returned for evaluation: failure analysis - 3 samples were received back. Sample 1 was returned with two syringes attached to the syringe holders, three spray tips and one y connector. One of the spray tips was attached to the y connector, the other two were returned marked up and disassembled from the customer's investigation. The y connector was also returned marked up and cut into two pieces from the customer's investigation. Sample 1 evaluation determined that the condition of the blue syringe was not gelled, the syringe contained liquid solution. As a result, the failure mode is not confirmed. No anomalies were observed with how the solutions were mixing inside the y connector. Sample 2 was returned with one activated vial, two holders (cap and syringe holder), two syringes (phosphate and borate), one spray tip, and one y connector. The blue phosphate syringe was returned with a small amount of solution inside the syringe, the clear borate syringe was returned empty with no solution inside the syringe. Both syringes were in good condition, no damage was detected. The y connector was returned marked up from the customer's investigation and contained traces of blue solution inside the channel. The vial was returned with the red mark visible, but the peg inside was reconstituted, and the solution inside the vial was in a liquid state. The top of the vial contained traces of blue solution, no damage was detected on the component. Sample 3 was returned with one activated vial, two holders (cap and syringe), two syringes (phosphate and borate), one spray tip, and one y connector. Both syringes were returned empty and in good condition. Traces of blue solution were detected inside one of the y connector channels. The vial had the red mark visible, but the peg was reconstituted, and the solution inside the vial was in a liquid state. The samples returned could not confirm the failure modes reported of "assembly issues" and "gel formation." . Root cause - complaint failure modes reported could not be confirmed. The root cause could be improper assembly between the spray tip and y connector by the final user, which could cause the solution to potentially not be sprayed as expected. A DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Product was received was tested and no issues where found nor could the complaint be replicated. Per the dfmea, potential causes of failure include: performance, application (gel delivery), solution mixing & coverage. The risk remains acceptable per the risk analysis.